Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. Product was also provided for investigation. Confirmation of the allegation was not determined via product and data. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.